Event description:
It was reported the following a pump and catheter replacement on date of this report patient was restarted on the same dose of dialudid as prior i.e. 20mg/ml; 3.45 mg/day. Patient had signs of overdose the evening after surgery and was then re-programmed to a reduction in the daily dose at 3.45 mg/day. Patient symptoms were altered mental status, respiratory difficulties, overdose symptoms; ¿they suspected overdose and patient was given narcan for suspected overdose¿. Per another reporter early friday morning i.e. On (B)(6) 2013, patient presented with respiratory depression and was admitted to the ICU (intensive care unit). It was also stated that the new catheter was ok. Patient was reported to be also on high doses of oral pain meds but following replacement oral meds were discontinued. It was stated that the patient was opioid naive due to the catheter fracture (please see MFR report # 3007566237-2013-03624 for the reported event on catheter fracture).

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4).